Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8943-15, batch 012351, was received for evaluation. Upon visual inspection, it was noted that the device was returned disassembled. It was noted that the instrument's needle was detached at the weld. No functional test was performed for the instrument due to the damage. The most likely cause is misuse due to user error of using excessive force to pry and leverage the device.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-8943-15 depth device had the probe on the end of the depth gauge fall out of where it gets welded. It seemed that there was very little welding and not the proper amount to hold the probe on. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 01/23/2025: the device broke while the surgeon was about to measure the drilled socket. The surgeon completed the case using the depth gauge with the same part number from another set. There was no case delay, and it is unknown if additional anesthesia was administered. This was discovered during an acl reconstruction with backup fixation utilizing the cortical fixation set on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.